Event description:
It was reported that the arctic sun device scheduled preventive maintenance found heating issue. Defective heater exchanged during preventive maintenance.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a heater failure. The device was evaluated upon receipt. It was confirmed that the heater did not work properly. The heater was replaced. Unit passed all final testing. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was evaluated.